Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing impedances and high pacing thresholds. The patient is pacing dependent and a fracture was suspected. This rv lead is scheduled for an explant. This rv was surgically abandoned and succesfully replaced. No additional adverse patient effects were reported.